Event description:
Information received from our spain affiliate indicates a pt developed corneal ulcer requiring treatment at a hospital while wearing 1 day acuvue moist contact lenses. The information came from a spanish optometrist who had fit the patient. The pt called the optometrist from his home in switzerland. The patient was previously wearing a silicone hydrogel lens made by another manufacturer. The pt was given a 1 hour trial with 1 day acuvue moist lenses, which was successful and the pt was switched to that product. Three days later the pt went to a hospital and was treated for "keratitis" and an "aggressive corneal ulcer." Our spain affiliate told us, the pt said the symptoms resolved following removal of the lenses. We requested clarification but the optometrist was unable to provide additional information. The optometrist reported that 15 days later, the pt wore 1 day acuvue moist lenses again and had a similar reaction. It is presumed that the "similar reaction" is "keratitis" with an "aggressive corneal ulcer." The pt returned to the lens worn prior to 1 day acuvue moist and is currently wearing that lens. The product and lot# are not available. No additional information is expected. MDR events are reviewed at quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse.